Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was not responding well cardiac resynchronization therapy due to the positioning of the left ventricular lead. The left ventricular lead exhibited high capture thresholds due to the patient's intrinsic thresholds being high. On (B)(6) 2019, the lead was capped and replaced. Patient was stable.